Event description:
It was reported that a system error 2240 (air in set) alarm occurred during dwell 4 of 4 on a homechoice (hc) device. During troubleshooting, it was found that there was a loose connection on a supply bag. The technical service representative (tsr) assisted the caregiver (cg) in clearing the alarm and ending therapy. The cg was going to finish therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection is a known cause of this type of alarm. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.